Event description:
Same case as MFR report # 2030404-2011-00248, 00249, 00154, 00153, 00152. It was reported that during a redo pulmonary vein isolation ablation procedure, the patient developed a pericardial effusion. The physician had a difficult time with the transseptal puncture which was performed using a sjm brk transseptal needle and an agilis introducer. A second physician assisted with the puncture using transesophageal echocardiography (tee) and was able to successfully complete it within 30 minutes. During the tee, the patient aspirated gastric secretions, a bronchoscopy was performed, the patient stabilized and the physician continued the procedure. An inquiry steerable catheter, an inquiry optima catheter, a supreme ep catheter and a cool path duo catheter, the patient became hypotensive and ultrasound confirmed a 1.3 cm circular pericardial effusion. Te physician administered a single dose of adrenaline, increased intravenous fluids and continued to isolate the pulmonary veins without further intervention. While isolating the pulmonary veins, the cool path duo catheter became unsteerable. It was removed and noted that the catheter could not make a proper curl. A new catheter was used to complete the procedure without further complications. Following the procedure, the patient was sent to the intensive care unit for observation. The patient was reportedly transferred out of intensive care one night later to a peripheral care station. There were no further consequences to the patient.

Manufacturer narrative:
Visual inspection of the returned catheter revealed an "s" shaped bend at the distal end of the catheter at the curve area. Functional testing revealed the steering mechanism of the catheter was functional however during deflection the catheter created a "s" shaped curve that did not match the required template. The catheter was dissected at the curve area and it was found that the activation wire had shifted over the flat wire which during deflection, prevented normal movement and bent the flat wire resulting in an "s" shaped curve. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. Investigation of the returned device was unable to confirm the complaint of the catheter being unsteerable but did reveal a bend in the catheter. The root cause classification for the reported cardiac perforation is consistent with anticipated procedural complications as this is a known physiological effect of the procedure and is noted within the IFU.